Manufacturer narrative:
The complaint is under investigation. In case of a product return, the device will be investigated, otherwise we will review the device history record, and/or any log files if available, or try to replicate the problem on similar product. As investigations on the actual product or representative sample of a batch may alter the device, we request to inform us within 7 days after submission of this report, in case the investigations that alter the device should be halted until approval of the nca, as per article 89 of EU-MDR.

Event description:
We were informed that during procedure, the metal outer casing of the vitrectome had come loose. The vitrectome was exchanged with another in order to proceed. No report that actual patient harm occurred or that surgery was prolonged or delayed.